Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an intermittent touchscreen problem. There was no patient involvement.

Manufacturer narrative:
Date of report: 08/17/18; date received by manufacturer: 06/16/18; correction: ((B)(4)); additional information: (UDI); block a: patient information not provided. Philip's technical support advised the customer to swap out the display and test the screen on another base. The customer was provided the part number for the touchscreen and central processing unit. The unit was reportedly repaired, however no further details were provided. Reportedly, the ventilator was in working condition. No parts were returned for evaluation, therefore a root cause could not be established.

Event description:
The customer reported an intermittent touchscreen problem. Reportedly, the unit was in use at the time of the issue, however there was no reported impact to the patient.